Event description:
It was reported while using the cool path catheter to perform an atrial fibrillation ablation procedure in the left atrium, saline leaked from the handle of the catheter. The physician removed the catheter from the patient and upon flushing the catheter, blood came out of the catheter. The procedure was completed another device and there were no consequences to the patient.

Manufacturer narrative:
Device evaluated by manufacturer: a cool path duo 7f catheter was received for evaluation. Visual inspection revealed no anomalies. Functional testing confirmed during the leak test, water leaked from the catheter handle and the pressure dropped. The catheter handle was opened revealing saline residue. The fluid lumen inside the handle was cut approximately 2 cm from the bottom of the handle. When the lumen was pulled, a separation occurred on the distal end of the handle which allowed saline to enter the catheter handle. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification was traced back to the design specifications. A quality improvement project has been initiated to address this issue.